Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the glucose sensors were received with bent canula. Unable to confirm if the customer received the glucose sensors in said condition due to the customer returned opened and used.

Event description:
Customer called to report a bent sensor. Customer also reported being hospitalized for high blood glucose levels. Blood glucose at the time of 911 call was 500 mg/dl. Customer stated that the cannula was bent on infusion set. Customer was wearing the pump at the time of 911 call. Customer stated that he did not get no delivery alarms as he was looking for them since his blood glucose levels was going up. Advised customer that he may have had a partial occlusion. Nothing further reported.